Manufacturer narrative:
Failure analysis noted that the pump passed displacement test, basic occlusion test and prime/ compromised force sensor test. However, the pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Analysis was unable to confirm motor position encoder error alarm due to erased history file.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a motor position encoder error alarm. The blood glucose at the time of the incident was 480 mg/dl. Troubleshooting was not performed. The customer did not have a backup plan and was to contact medical doctor for a backup plan. There was no further information provided. The device will be returned for analysis.